Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information reported the physician suspected the elevated thresholds were caused by a micro-dislodgment. The ra lead was explanted and a new lead was implanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead and a thorough evaluation of the electrode were performed. Resistance test was completed to assess electrical performance. Measurements throughout this test was within normal limits. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or high pacing thresholds.